Event description:
It was reported that the patient received inappropriate therapies. Low and out of range rv pacing lead impedance was observed. Exit block was noted on the lv lead. The device was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field events of inappropriate therapy and low rv pacing lead impedance could not be confirmed in the laboratory. Stored egms had been cleared in the field. The device was tested on the bench and using automated test equipment and no anomaly was found. The cause of the field events could not be determined.